Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were discussed, but no changes or intervention was reported. The patient condition was stable.